Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hours and no blank display anomalies noted. The power connector plugged in and locked in place properly. The insulin pump was received with cracked case on the back at the battery tube area and battery tube threads. The device was received with faded serial number label. The insulin pump was received with minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The display did not return after troubleshooting. Customer's blood glucose level was 168 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.